Event description:
It was reported that the customer had a keypad issue on the insulin pump. Customer stated that he was at soccer practice and had gotten out of the shower. Customer was about to take a bolus when he received a button error alarm. Customer's blood glucose level was 143 mg/dl. Customer stated that the pump was on the counter top. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.